Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded an fc 1003 indicative of battery voltage too low for the projected remaining capacity. There were no other suspicious faults or resets stored within device memory. At the time of interrogation, the voltage was 2.998 volts; therapy delivery was unaffected. Moreover, the device hardware is not detecting the loss of battery energy. Due to this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Engineering analysis which resulted that this device exhibited a premature drained of the battery. In this device, it was confirmed that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. As of this time, this device remains in service. No adverse patient effects were reported.